Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced discomfort at the magnet site post initial fitting; the patient was advised to discontinue use of the device to allow additional healing time however the patient did not comply with the recommendations and continued use of the device. Subsequently the patient experienced skin breakdown and exposure of the internal magnet. As of report dated august 26, 2015 the issues have resolved. The implanted device remains.